Event description:
The customer reported that they observed error message codes. The panel was returned and serviced for the loose screw issue.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by cannon healthcare solutions USA. (B)(4).